Event description:
Per independent repair center statement alleged the unit is alarming the manifold valve assembly not switching. The hose, ty wrap are not working. The heat exchanger, pe valve is leaking, the sound box, shroud is dirty.